Event description:
The customer reported that their device was showing a white screen and locking up upon boot up. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies, then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Further testing of the removed assemblies was performed; however the cause of the reported failure could not be determined.